Event description:
The consumer claims that the device was not working properly and it was giving inaccurate measurement. The unit is no longer available, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.